Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event was not determined as no product was returned for evaluation. The provided information indicated that the customer was not able to identify which monitor had the issue that was reported. The monitor has not been marked for return. As a result this complaint file will be closed with no further actions. Power module and system monitor setup, use and maintenance are addressed in the heartmate 3 lvas instructions for use (IFU), the heartmate ii lvas IFU, and the heartmate power module instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number requested, but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the connection port in the system monitor has a broken pin. The power module will be returned for repair. Manufacturer report number of power module: 2916596-2020-05790.